Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the uninterruptible power supply (ups) and battery pack were replaced on the navigation system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735787, serial/lot: (B)(4); product ID: 9735773, serial/lot: unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The uninterruptible power supply (ups) was returned to the manufacturer for analysis. The ups was found to be fully functional and the reported issue could not be replicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. There was no patient involvement. The system was reportedly installed and worked as expected at installation. Later, it was reported the "battery drained and no current flowed through it." It was noted the voltage difference from the outlet to the battery was 60v, where the difference was 30 for the fully charged camera cart battery." Troubleshooting included a system checkout for wire damage or loose connections. A self-test was performed. It was suspected the uninterruptible power supply (ups) was damaged. Next steps would include ups and battery replacement. No complications were reported/anticipated.